Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing radiation treatment. The s-ICD was reported to be beeping as it had exhibited a battery depletion (bd) error. The s-ICD has been programmed off and no further changes have been made at this time. The s-ICD remains in service and there were no adverse patient effects reported.